Manufacturer narrative:
No further information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks a few days post implant. The physician elected to program therapy off for a short amount of time and then programmed therapy back on. No further inappropriate shocks were noted after the therapy was programmed back on. Boston scientific technical services (ts) discussed possible causes of inappropriate shocks observed shortly after implant. No adverse patient effects were reported.